Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) aux drawer 5 was not detected closed. A field service engineer (fse) removed back panel and latch sensor light is off. Further inspected the latch component and magnet in missing from insep. So, the fse replaced the insep, then rebooted the device and latch sensor light turned on. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary system drawer was failed. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. However, there were no adverse events or injuries reported based on this incident.